Event description:
It was reported, the pt had an infection fourteen days after the implant of their device. It was stated, the pt's health care provider was considering removing the pt's device system. Additional info has been requested, a f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).